Event description:
The following has been reported zo hamilton medical ag on december 12th 2023: during ventilator trial potential customer states that when patient's ncpap interface became dislodged from patient there was no alarm available to alert the clinician. Low pressure alarm is not useful as the c6's leak compensation did not allow pressure to drop. This event required medical intervention : hyperoxygenated to compensate for dropped saturations no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. Preliminary analysis of the log file revealed the following: 196/2023-12-05 07:59:13/control /patient group neonatal 197/2023-12-05 07:59:13/start /on 198/2023-12-05 07:59:13/control /ti max => 1.00 s 199/2023-12-05 07:59:13/control /ets => 25 % 200/2023-12-05 07:59:13/control /p-ramp => 50 ms 201/2023-12-05 07:59:13/control /oxygen => 21 % 202/2023-12-05 07:59:13/control /flow trigger => 0.5 l/min 203/2023-12-05 07:59:13/control /peep => 6.0 cmh2o 204/2023-12-05 07:59:13/control /pinsp => 14.0 cmh2o 205/2023-12-05 07:59:13/control /ti => 0.35 s 206/2023-12-05 07:59:13/control /rate => 40 b/min 207/2023-12-05 07:59:13/config /vt/kg => 5 ml/kg 208/2023-12-05 07:59:13/alarm /ftotal (low) => 7 b/min 209/2023-12-05 07:59:13/alarm /ftotal (high) => 133 b/min 210/2023-12-05 07:59:13/alarm /plimit => 20 cmh2o 211/2023-12-05 07:59:13/alarm /pressure (low) => 5 cmh2o 212/2023-12-05 07:59:13/alarm /pressure (high) => 30 cmh2o 213/2023-12-05 07:59:13/alarm /apnea time => 5 s 214/2023-12-05 07:59:13/special /ventilation time => 367 min 215/2023-12-05 07:59:13/control /weight => 0.75 kg 216/2023-12-05 07:59:13/mode /standby => ncpap-ps --[18.12.2023 20:39] - disconnect alarm niv mode c6 investigation are ongoin.